Event description:
It was reported that during a remote data review, the physician noted episodes of over-sensed noise from this subcutaneous implantable cardiac defibrillator (s-ICD) system. There was some concern due to the inclusion of the s-ICD electrode in the fracture advisory. The patient was evaluated in-clinic where provocative maneuvers were performed and the noise was reproducible with arm movements. It was hypothesized that the electrode integrity could be compromised and a revision procedure was scheduled. Despite the fact that no inappropriate therapy had been delivered, the physician elected to program off shock therapy pending the procedure. Recently, an additional remote alert was received indicating that the s-ICD device had declared a battery depletion (bd) error code. The battery was suspected to be exhibiting premature depletion. The physician subsequently surgically explanted the s-ICD device. During the procedure, the electrode fractured and was also explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during a remote data review, the physician noted episodes of over-sensed noise from this subcutaneous implantable cardiac defibrillator (s-ICD) system. There was some concern due to the inclusion of the s-ICD electrode in the fracture advisory. The patient was evaluated in-clinic where provocative maneuvers were performed and the noise was reproducible with arm movements. It was hypothesized that the electrode integrity could be compromised and a revision procedure was scheduled. Despite the fact that no inappropriate therapy had been delivered, the physician elected to program off shock therapy pending the procedure. Recently, an additional remote alert was received indicating that the s-ICD device had declared a battery depletion (bd) error code. The battery was suspected to be exhibiting premature depletion. The physician subsequently surgically explanted the s-ICD device. During the procedure, the electrode fractured and was also explanted and replaced to resolve the event. No additional adverse patient effects were reported. The explanted s-ICD system is expected to be returned for analysis, but has not yet been received.